Event description:
Procedure type: gynecology. According to the reporter: doctor noticed the tip broke during the case. The piece was removed. No delay in operating room time. Another subttovl was used to finish the case. No pt injury was reported.

Manufacturer narrative:
(B)(4)